Manufacturer narrative:
A medtronic representative, following up with the site, reported that the site has used the navigation system multiple times since this incident without issue. The site declined any on-site testing or visit by a medtronic representative. A software investigation was completed and found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site registered nurse (rn) reported that, while in a functional endoscopic sinus surgery (fess), the surgeon moved the straight suction into the patient's right sinus, the software showed him navigating in the patient's left sinus. The surgeon had registered the patient with tracer and confirmed accuracy after registering. Changing from standard to radiographic view did not resolve the issue. The surgeon opted to complete the procedure without the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.